Event description:
At the time that the initial report of pain was received, the event did not meet the criteria for MDR reportability. It was reported on 09/2000 that the patient began to experience intense, sharp pain at the generator site after returning from a gun shooting range. The patient applied the magnet to the device to temporarily stop stimulation. The patient was evaluated by a physician the following day. Removing the magnet to interrogate the device for a short time frame caused the patient's intense, sharp pain to resume. The physician programmed the device to off. The physician planned to take an x-ray to determine any anomalies. Attempts to gather additional information regarding this event were unsuccessful. The file was closed. Investigation was re-opened upon receipt of the patient's explanted ncp system. It was determined that the generator and lead had both been explanted in 2001. Products appear to have been sent to the wrong manufacturer orginally, and were then sent to cyberonics. The paper work returned with the product indicates the reason for explant was "malfunction". Analysis of the returned products did not identify any anomalies nor abnormalities. The devices were within specification. No malfunction was noted. Attempts to obtain additional information have been unsuccessful to date. It is unknown whether or not the alleged malfunction is related to the original report of pain at the generator site.